Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex was used for jaundice during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the nurse tried to pull back the guide catheter, but it seemed stuck. When she pulled harder, she felt something "snap," making the delivery system unusable. However, there was no visible confirmation of a break. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex was used for jaundice during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the nurse tried to pull back the guide catheter, but it seemed stuck. When she pulled harder, she felt something "snap," making the delivery system unusable. However, there was no visible confirmation of a break. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: a naviflex rx delivery system was received for analysis. Visual inspection revealed that the guide catheter was detached. Destructive inspection found that the device hypotube from the pull wire detached the guide catheter. No other problems were noted with the device. The product analysis confirmed the reported event of catheter-guide break. Even though the amount of force applied by the nurse is unknown, the investigation concluded that the reported event was likely due to a quality control deficiency as there is a possibility that the pull wire was not assembled deep enough into the guide catheter. Boston scientific initiated a non-conforming events prevention (ncep) investigation in june 2024 to further evaluate "catheter guide break" events where the hypotube was not properly bonded to the inside of the guide catheter. The investigation found the guide catheter can slip within the grippers during the bonding cycle after the foot pedal is pushed to begin the cycle. If this is not identified during visual inspection by the operator, this can cause an insufficient bond between hypotube and guide catheter. An immediate action was taken to add a magnification tool to the manufacturing process to improve operator visualization of the bond during the required inspection, and all operators were reminded of the correct method for bond inspections. Although the advanix biliary stent with naviflex rx delivery system continues to perform within anticipated product performance expectations, boston scientific initiated a corrective and preventive action (CAPA) investigation to further investigate whether any additional corrective actions are warranted.